Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR)review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Top case was cracked by front corners and tube holder. Bottom case was cracked by main screw. Plunger head was cracked by all screws. Pump motor drive phase b post and battery deplete were in the event history log.unable to duplicate the pump motor drive phase b during power up process with alternate current (ac) power and unable to turn pump on with battery power, battery at 0%. The root cause of the reported issue was found to be that this alarm can occur if pump was not plugged in ac power during the power up and the battery was nearly depleted. Replaced battery for preventive measure (battery was over 5 years old). Performed power up process and all functional tests which passed.

Event description:
It was reported that the system failure pump motor drive phase occurred. No patient injury was reported.